Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Investigation results indicate, only tte was possible (tee probe could not be inserted) and therefore no good imaging was achieved, so the root cause of the severe regurgitation and if it was central or pvl could not be determined.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), an isolated bav procedure was planned and performed.  However, during the bav procedure, the native valve got damaged and although the patient was hemodynamically stable, it was decided to perform a tavi procedure. After CT sizing, it was decided to implant a 26mm sapien 3 valve by tf approach. The system was prepped as per IFU and no leaflet issues were noted. The sapien 3 valve was implanted under conscious sedation with 1ml additional volume, but a severe regurgitation was noted post deployment using angiography to review/evaluate. Only tte was possible (tee probe could not be inserted into patient) and therefore no good imaging was achieved and the root cause of the severe regurgitation and differentiating if it was central or pvl could not be determined. A second valve was then requested and the second valve was deployed using an additional 2ml. This was successful and the regurgitation was reduced to mild.